Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches and is constantly coughing, heart issues. Difficulty breathing/short of breath.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing, headaches, coughing, and heart issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the investigation of the device, pil observed an unknown dust contaminant inside the blower box where the pollen filter would be placed. One of the screws for the pca was not placed in the proper location. Pil observed that the ui of the front panel had a torn ribbon cable and had a piece of tape placed on the cable, likely causing the ui to throw errors and being the cause for the ui having no display. The rear panel was observed to have a hair-like particle on it. The rear panel and o-ring both were observed to have an unknown contaminant on them. Further investigation of the device shows the device was likely tampered with, as the blower box had (B)(4)holes placed in the top of it, that had tape placed over them, and the sound abatement foam was removed from it. An unknown dark contaminant, possibly loose sound abatement foam, was observed on the bottom enclosure, on the blower, on the blower seal, and on the blower box. Evidence of liquid ingress with mineral deposits was observed to the blower and blower box. Evidence of sound abatement foam degradation/breakdown could not be determined due to the foam having been removed from the blower box. Powered up the device and confirmed airflow using a known good power supply and power cord. There were (B)(4) errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.  Section h6 updated in this report.